Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensed noise on the right atrial (ra) channel that led to inappropriate atrial tachy response (atr) events. Additionally, there was noise on the right ventricular (rv) channel, and there seemed to be an abnormal morphology on the left ventricular (lv) channel. The patient experienced palpitations. This crt-d remains in service. No additional adverse patient effects were reported.